Event description:
It was reported that post-paced t-wave oversensing was observed via remote transmission. The device was reprogrammed. Patient was asymptomatic and has not been followed up with since reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that post-paced t-wave oversensing was observed again. Further programming changes were recommended. The patient was asymptomatic.